Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, the exact cause of the stenosis could not be confirmed. However, it is possible patient factors such as chf, dyslipidemia, and metabolic issues contributed to the valve stenosis.   A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.   In this case, although the exact cause is unknown, it is likely related to patient's recent history of heroin abuse   complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by field clinical specialist (fcs), three years post implant of the 29mm sapien xt valve in a pre-existing mitral ring, the patient was symptomatic so a 26mm sapien 3 valve was placed. Post placement there was 3mmhg gradient across the mitral valve. Additionally, there was a slightly higher increase across the native aortic valve. The fcs stated it¿s likely related to patient's history of heroin abuse (now 3 months clean). The sapien 3 was placed under compassionate use (hoping this will get the patient healthy enough for heart and lung transplant).